Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Event description:
It was reported that the customer had normal blood glucose levels of 89 mg/dl. The father of the customer reported a button error alarm from the insulin pump during basal. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.